Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the balloon was being dilated and a bubble continuously appeared in the syringe. The balloon was connected to the pressure pump and dilated the balloon again, but found that the balloon leaked soon after it got fully dilated. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device was examined and no kinks or damage were found on the balloon catheter shaft. The entire length of the device was visually, microscopically and tactilely examined. No damage or irregularities were found. During functional testing the balloon was inflated using an encore inflation device filled with water and no issues were encountered. A 0.014 demonstration synchro guidewire was introduced and advanced through the catheter proximal end. The guidewire went through the entire shaft and came out through the distal end without any difficulties. No anomalies were observed during inflation and deflation of the balloon. There were no leaks observed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the balloon was being dilated and a bubble continuously appeared in the syringe. The balloon was connected to the pressure pump and dilated the balloon again, but found that the balloon leaked soon after it got fully dilated. There were no reported clinical consequences to the patient.